Event description:
The pt called lifescan on 11/8/04 and alleged that his meter was prompting an error 3 message. The pt reported that the meter was new, and he was using the correct technique. The pt attempted to test using test strips from two different vials; each time he obtained an error 3 message. He then tested on another vial and obtained a blood glucose result. The pt did not receive any medical attention, nor did he allege any harm or injury. Based on the info provided, there is no evidence of a meter malfunction; however, there is evidence of a test strip malfunction. There is no evidence that the pt suffered a serious injury. Replacement test strips are being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.